Event description:
The manufacturer received information alleging a ventilator failing test. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center the unit was sent for testing and failed. The test fails on active exhaust valve. The customer has requested the device not be repaired.